Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 from respiratory failure. It was not provided whether the outcome was device or therapy related. There were no alarms for this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2021 due to respiratory failure. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jun2020. The heartmate 3 lvas IFU, lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.